Event description:
It was reported that when the crosslink was implanted, the surgeon noticed that part of the locking screw had broken. The crosslink and functioning, and secure, so the surgeon left it in place. During a later surgery, the surgeon removed the crosslink, and noted that the threads of the setscrew were cross-threaded.

Manufacturer narrative:
(B) (4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definite cause of the reported event.